Event description:
It was reported that during a gastric sleeve procedure involving the ligasure vessel sealing device, there were issues with energy activation and sealing. The sealing was inadequate or partial despite evidence of energy delivery and end tones being heard. There was no re-grasp alert or error. Minimal bleeding occurred after cutting, even though energy delivery was confirmed. The device was used to seal short vessels of the fundus of the stomach, with tissue approximately 5 mm thick. The jaws were cleaned repeatedly during the procedure, and approximately 13 good seals were achieved before the issue occurred. Another ligasure device was used successfully with the same generator. No medical or surgical intervention was needed to prevent permanent impairment, and the event did not lead to or extend patient hospitalization. Blood transfusion was not necessary.

Manufacturer narrative:
Additional information: b5, d3 (mfg name and address), d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there were issues with energy activation and sealing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure involving the sealing device, there were issues with energy activation and sealing. The sealing was inadequate or partial despite evidence of energy delivery and end tones being heard. There was no re-grasp alert or error. Minimal bleeding occurred after cutting, even though energy delivery was confirmed. The device was used to seal short vessels of the fundus of the stomach, with tissue approximately 5 mm thick. The jaws were cleaned repeatedly during the procedure, and approximately 13 good seals were achieved before the issue occurred. Another device was used successfully with the same generator. No medical or surgical intervention was needed to prevent permanent impairment, and the event did not lead to or extend patient hospitalization. Blood transfusion was not necessary.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.